Manufacturer narrative:
(B)(4). A visual evaluation found that the guide catheter was detached and was missing. Push catheter and pull wire were kinked and bent in several locations throughout. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend/coil leading to kinks and bends in the catheters. With the catheters bound by kinks and bends, the stent would become difficult to deploy. Forcible attempt to deploy the stent could cause detachment of the guide catheter, and bends and displacement of the pull wire. Therefore, the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a bile passage stenting procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, when they pulled the inner catheter to release the stent, resistance was encountered. The endoscope was adjusted to release the inner catheter, however, the inner catheter detached and remained in the stent that was deployed inside the patient. The broken inner catheter was retrieved using forceps and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a bile passage stenting procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, when they pulled the inner catheter to release the stent, resistance was encountered. The endoscope was adjusted to release the inner catheter, however, the inner catheter detached and remained in the stent that was deployed inside the patient. The broken inner catheter was retrieved using forceps and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."